Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to reset the pump, which successfully resolved the issue, and was advised to continue using the pump while being informed to report back if the malfunction code recurs.